Event description:
It was reported that the patient was getting shocked by the stimulation. She wanted help with reprogramming. The outcome is unknown. Further information is being requested from the hcp.